Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion ballon wire into the pt and inflated to 6mm to occlude the vessel. The physician looked on the fluoroscope and observed the occlusion balloon slowly deflating, the physician continued the case without protection and placed the stent and aspirated the vessel. The device was removed and the pt is reported to be fine.